Event description:
It was reported that a patient using an ilet system with a dexcom g7 experienced dangerous blood glucose fluctuations, including a fingerstick-confirmed low of 32 mg/dl and a high of 300 mg/dl, and requested to return the pump; additional training was offered but declined. Symptoms included hypoglycemia and hyperglycemia. Outcomes included transient clinical effects without reported hospitalization or medical intervention beyond oral glucose use. Investigation included complaint intake, user interview, and troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia and hyperglycemia was unclear. It was concluded that a device malfunction could not be confirmed and no product was returned for evaluation. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.